Manufacturer narrative:
See MDR 1920664-2007-01255 for the intraocular lens used with this delivery device.

Event description:
The haptic of the lens did not set correctly in the patient's eye. The doctor removed and replaced the lens.